Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft of the delivery device broke while it was being advanced across the lesion. The physician met resistance while attempting to place a taxus express2 3.0 x 32 mm drug eluting stent across a severely calcified lesion in an unknown vessel and noted that the shaft of the hypotube broke inside the pt's body. He was able to remove the entire delivery device and finished the procedure with another of the same device with no further issues. The pt status is reported to be satisfactory.